Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 110 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Customer provided they have not had any recent changes to diet, medication, or exercise. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/31/2016 and open vial date is month of (B)(6) 2015. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.